Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument's pulley at the jaws moved. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was noticed when the permanent cautery hook instrument package was opened. The instrument cable was displaced from its original location and another instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have a derailed grip cable from its normal position at the distal end. The instrument passed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h10/h11 for follow-up information.